Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, a device manufacturer representative (rep) and a healthcare provider (hcp) regarding a patient who was receiving 20 mg/ml fentanyl at an unknown dose via an implantable pump for non-malignant pain and other non-malignant pain. It was reported that the patient was in the hospital experiencing excruciating pain on and off since their last refill. It was noted that the refill was done on (B)(6) 2016. It was stated that the patient may be experiencing overdose or withdrawal, but no one would test for overdose because it "takes too long". It was noted that the patient was in a hospital where they could not touch the pump. The hospital had ruled out everything with the patient, but they could not test the pump. The patient's pump was not alarming. The patient was stuck because they were trying to get the patient transferred to a hospital that could look at the pump, but there was paperwork to be done. The person who performed the patient's refills was aware of the situation. The event date was noted to be (B)(6) 2016. It was later reported on (B)(6) 2016 that the patient was still hospitalized and the catheter was not functioning, but the pump was. It was thought the drug was going somewhere so it was believed the patient was overdosing, but no one was available to stop the pump. A catheter dye study was tried yesterday or the day before and they could not aspirate the catheter. The patient was on a pca pump, but they wanted to send the patient home until she could be seen by a hcp on tuesday (B)(6) 2016 for a catheter revision. They wanted to take the patient off the pca and see if she could manage the pain and stabilize her with a 50 mcg fentanyl patch and oral dilaudid 2 mg breakthrough medication, but the patient was not mentating very well as they took her off the fentanyl patch and are nervous as to what to give her. They were concerned that intrathecal medication was emptying into her body with the suspected pump/catheter issue. The patient's husband was very upset and wanted the pump stopped. It was later clarified that the patient was admitted to the hospital with symptoms of withdrawal. No known event may have led or contributed to the issue. They were unable to aspirate the catheter. The reservoir was emptied and found to contain 17 ml of drug, which was the amount that was predicted to be in the pump. Surgical intervention was planned, but not yet scheduled. It was noted that the patient appeared to be in a painful withdrawal process. The patient was noted to be "alive - no injury". It was later reported that the catheter was not working so medication was not being delivered. It was stated that the patient had a consult scheduled with a neurosurgeon to replace the pump and catheter on (B)(6) 2016. The issue was not yet resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.